Manufacturer narrative:
Exemption number: (B)(4). Pt may have experienced hypo-perfusion state during the pump replacement procedure. There were no device complaints reported during his time period. Pt was explanted on (B)(6) 2013 at the families request due ot the poor prognosis associated with a severe neurological injury, and transplant ineligibility. The pt was discharged home from the hospital on (B)(6) 2013. Ref imp report number (B)(4).

Event description:
Underwent lvad exchange due to thrombus/fibrin clot during which pump was clamped for 120 seconds. After the procedure pt seemed to be less responsive and developed rhythmic jerking of the left leg as well as the right arm and forced rightward gaze. The morning after the lvad exchange, head CT findings were consistent with a severe ischemic injury with large hypodense areas including most of r cerebral hemisphere, and wedges in l frontal aspect and l occipital lobe, with extensive basal ganglia involvement. All areas of injury appear to have occurred at the same time in this watershed event.